Event description:
On (B)(6) 2009, the pt reported that over the weekend he received an occlusion error on his insulin infusion device while bolusing. He cleared the alarm and primed through the tubing. He removed his infusion headset and discovered the cannula was bent at a 90 degree angle. He stated it could have been bent when he sat down as it had been inserted at his waist. He changed to a new headset and has not received any further occlusions. He discarded the headset at issue. No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.